Event description:
As reported by the user facility: first bag of acetylcysteine (mucomyst) was administered without issue over 12 hours hung at 0535. Pump ran infusion at 44.8ml/hr (500 ml bag). Second bag was hung at 1750 and ran at 44.3ml/hr (assuming accounted for overfill). It was noted that just 1 hour and 7 minutes into the infusion the patient had received 431 of the 500 ml meant to be infused over 12 hours. The pump is sequestered. I have asked for a screenshot of dosetrac as well as the pump logs and will provide if/when available. I have asked them to sequester the pump in case the logs do not show anything we can send in. Biomed also has and I recommended they run some checks on the pump. Account wonders if this is a pump or auto-programming error versus clinician error. I have also requested the order set for this med.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun mecical inc. Internal report (B)(4). The actual device involved in the reported incident was returned to b. Braun medical for evaluation. When the device was evaluated, the reported issue was not observed. The device operated as intended. Delivery accuracy of 250ml/hr and 25ml tested in spec at 5 minutes 56 seconds or 102% of expected accuracy preventative maintenance was performed. Log review shows no acetylcysteine (mucomyst) infusions on or near date of incident. On (B)(6) 2024 and 9:16pm a piggyback start of 250ml/hr and 250ml (dl: van0750). At 10:17pm with a volume infused to 250ml, pump automatically turned over to primary infusion of 20ml/hr. At 10:39pm primary infusion was stopped with a primary volume infused to 7.38ml and pump was placed on standby with no further infusions taking place that day. All information concerning this reported incident has been included in our trend analysis of the product line.